Event description:
Device failed to deploy, was loose in the esophagus and was retrieved with suction. New device was calibrated and placed. The study with the second capsule yielded a short study because of a lapse in communication between device and monitor.